Manufacturer narrative:
E1:patient city: (B)(6). Patient country:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On 24-june-2024, patient complained about infusion sets fell off due to tape not sticking. Event took place during shower. No further information available.